Manufacturer narrative:
Philips is in process of obtaining additional information. A final report will be submitted upon completion of the investigation.

Event description:
The customer reported that they are having a sound problem which is inaudible. They are requesting for a quote for a loudspeaker assembly. The device was not in use on a patient.

Event description:
Philips received a complaint on the avalon fm30 fetal monitor indicating a sound problem, the device was inaudible. The device was not in use at the time of the event, and there was no alleged patient or user harm.

Manufacturer narrative:
A philips response service engineer (rse) spoke to the customer and confirmed that the device did not produce sound. The rse determined that the device speaker needed to be replaced. A nemo (non engineering material only) service was agreed upon. The customer ordered a replacement ((B)(4) cbl loudspeaker assembly) to resolve the issue. Based on the information available , the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.